Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay, missing reservoir tube o-ring and broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged on top of the reservoir compartment. Customer stated the device fell and broke where the reservoir sits. Blood glucose level at the time of the incident was 265 mg/dl. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.